Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, the field service engineer confirmed that the drawer was not failed upon arrival, though the issue had been occurring intermittently. The fse reseated the row board cable, cleaned beneath the pockets and trays, and replaced the retractor. Functionality was verified through diagnostics, and operational testing confirmed proper performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was not connecting and storage space recovery was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.